Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). The physician attempted to place a 3.0x20mm taxus liberte stent and encountered intense resistance and was not able to cross the lesion. Upon removal it was noted that the stent was "everted". The stenting treatment procedure was not completed due to this event. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).